Event description:
It was reported that a decreased r-wave measurements were observed during post implant ICD check. Lead dislodgment was identified and a successful lead revision was performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.